Manufacturer narrative:
The tech replaced the power control module and recalibrated the position sensors to repair the bed.

Event description:
Info rec'd indicates all of the bed functions are frozen.